Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported the battery was kept by the medical center and would not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ failed back surgery syndrome. It was reported that the patient had not charged their neurostimulator (ins) for 5-6 weeks and patient had been unable to charge their ins. Patient was unable to establish communication with either external devices. Last successful charge was 5-6 weeks ago. It was reviewed to clear por as soon as ins was 25% charged. It was reported the manufacturer's representative (rep) was able to start the prm successfully. Additional information was received from a manufacturer¿s representative (rep). The rep reported that he cleared the power on reset (por) and was trying to make programming changes and the ins battery depleted. It was reviewed that this was normal behavior post overdischarge. The rep was walked through starting a recharging session and the patient had 4 bars. Coupling was reviewed as it appeared the rep was mistaking coupling with battery level. While on the call the recharging screen went to no bars and off. The rep was walked through starting a charge session again. The rep reported that the patient put stimulation on during the call. Additional information was received from the patient on (B)(6) 2018. The patient reported that her charging was not working properly. Additional information was received from a manufacturer representative (rep) on 2019-feb-02. It was reported that the patient had her battery replaced on (B)(6) 2018. In the end, the patient was pleased with her stimulation therapy. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient's old battery was kept and will not be returned.